Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Performed pre-fill reservoir and the reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. Also, ran basal, bolus leaking tests and no air bubbles noted. Evaluated three random sealed reservoirs. Perform pre-fill reservoir test and the reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. Also, ran basal, bolus leaking test and no air bubbles were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was wearing the device at time of hospitalization. Customer mentioned there were air bubbles in the reservoir. Customer will not be returning the reservoir for analysis.